Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that the distal conductor connector pin was bent and the lead was damaged at implant.

Event description:
It was reported that during the attempted implant the tip of the lead was caught in tissue. The lead was removed and inspected, and the helix would not extend or retract. The lead was not implanted. No patient complications were reported as a result of this event.